Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated field(s): d8, h3, h6, h11 the device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material was present within the device, however a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that something was stuck in the working channel of the subject device. The user reported it was probably a clamp. The issue was observed during an unspecified procedure. There were no reports of patient harm.